Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure(objective lens broken).

Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the objective lens broken. Based on the result, we concluded that it was caused due to the excessive force applied on the objective lens. In addition, our technician confirmed that the angle wire fluid damage, the light guide cable coating damage, the us connector cable (long) coating damage, the objective lens cloudy (not clear view), the us connector cable (long) compressed (short in length), the insertion flexible tube buckled, the light guide cable buckled, the segment corroded, the ccd drive pcb corroded, the bending rubber missing, the operation channel (primary) leak, the root brace rubber (lg connector) loose, the light guide cable for control body loose, and the light guide cable for control body disinfections damage; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586 (image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.